Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 6. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4) event occurred in the united sates. It was reported that patient faced infusion set cannula was dislodged from body and leaking from site event on (B)(6) 2025. The infusion set was in use for almost 24 hours. The patient noticed symptoms within 3 or more hours after insertion. The site location was abdomen. The blood glucose level was high, and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.